Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 500 mg/dl. The customer was treated for high blood glucose with 17 units and then gave another 9 units. The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was 500 mg/dl. Customer was advised to insert new (B)(6) alkaline battery and display did not return. Customer was advised to monitor pump and we will send a replacement battery cap. The customer reported via phone call indicating that she was hospitalized due to low blood glucose. Customer's blood glucose at time of admission was 47 mg/dl. The customer was admitted at the hospital. Customer cause of hospitalization was low blood glucose. Customer was treated with tablets and food so her blood glucose went back to high and now she is ok.